Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. H6: imdrf code a0401 captures the reportable event of basket wire break. H10: the returned segura hemi basket was analyzed, and a visual inspection found the sheath with several kinks at the distal end. The basket was returned in a closed position and found to be kinked when opened. Functional inspection found the basket was able to open and close when the handle was actuated. No other issues were noted. The reported event of basket wire break was not confirmed. Based on all available information, it is possible that the sheath and basket kink is due to operational factors such as handling/manipulation and interaction with another device with an excess of force during procedure. Therefore, the most probable root cause of the issues observed is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported that a segura hemi basket was used in the ureter during a procedure performed on an unknown date. During the procedure, the basket wire was found broken when the basket was placed into the endoscope and was visible on the monitor. The basket was removed, and another segura basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a segura hemi basket was used in the ureter during a procedure performed on an unknown date. During the procedure, the basket wire was found broken when the basket was placed into the endoscope and was visible on the monitor. The basket was removed, and another segura basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Imdrf code a0401 captures the reportable event of basket wire break.